Event description:
It was reported that insulin gauge displayed a fill amount of 0 units when customer expected 100¿120 units, and the difference between displayed and expected values was greater than 30 units, although issue was no longer active at the time of the call. No information was provided regarding impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, and technical support advised customer to call back for troubleshooting if problem occurred again, which caller acknowledged.